Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip was pulled off the tissue and removed from within the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation found that the device was fully deployed and the clip assembly was returned inside the package. The prongs were not locked in to the capsule and yoke was still attached to the tension breaker. The product analysis also indicates that there was a kink in the coil and control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip was pulled off the tissue and removed from within the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. However, the complainant reported the device was not expired. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.